Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015 to report, on behalf of the patient, intermittent audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.